Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a excision of a deep right anterior neck lipomatous mass with substernal extension, the ligaclip did not close around the vessel. Case completed with another device of the same product code. There were no patient consequences reported.